Event description:
Aesthetician tested equipment on spot of skin. Normal protocol used. They set the ipl at 3.0-4.0 with 30 delay with a fluence of 34. Treated lower half of face. Hung up ipl treatment, repositioned patient. Picked up ipl head and started treatment. Noticed the head was not cold. Changed head piece. Noticed red areas. Iced down areas and used aloe-cort topically. Blistering /scarring noted.